Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 56 mg/dl and the insulin pump was going into threshold suspend but her blood glucose was 98 mg/dl. She had the same issue with three sensors from the same box. The customer has not noticed any bent cannulas. The customer restarted the sensor and was advised to call if problem recurs. Current blood glucose is 106 mg/dl. . The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed bicarbonate buffer testing. One of two sensors failed with high readings and the remaining sensor passed per specification with accurate readings.